Manufacturer narrative:
UDI: (B)(4). The device is distributed outside the us and no gudid information exists. The investigation is ongoing. The results will be provided upon conclusions of the investigation.

Event description:
According to the reported information, the arjo ceiling lift detached along with the OEM reacher¿s hook (available only on french market) while the lift was being attached to the track. The detached hook struck the caregiver, resulting in a cut and bruising on the caregiver¿s nose, which required treatment with steri-strips. The reacher hook is connected to the reacher rod via a magnet. In this incident, the hook with the ceiling lift connected detached from the rod.

Event description:
According to the reported information, the arjo ceiling lift detached along with the agencinox reacher¿s hook during attachment of the lift to the track. The detached hook struck the caregiver, resulting in a cut and bruising on the caregiver¿s nose, which required treatment with steri-strips. The ceiling lift was not used with the patient at that time. The reacher involved is an accessory used to transfer the ceiling lift from one track to another. The specific reacher involved in this incident is distributed exclusively in the french market. The reacher hook is connected to the reacher rod via a magnet. In this case, the hook along with the attached ceiling lift became detached from the rod.

Manufacturer narrative:
The device inspection performed by the arjo field service technician did not reveal any malfunction of the maxi sky 440 ceiling lift or the agencinox reacher accessory that could have contributed to the reported event. In the reported incident, the caregiver did not unwind the strap before attempting to attach the lift to the trolley. The entire weight of the maxi sky 440 was supported by the reacher. As a result, the magnetic connection between the hook and the rod failed, and the hook detached along with the lift. According to the instructions for use, the correct procedure requires the lifting strap to be unwound to support the lift¿s weight during connection. The hook of the reacher is then used to attach the lift¿s carabiner to the rail trolley. The IFU is supported by visual guidance. To summarize, the ceiling lift detachment was caused by improper handling, specifically the failure to follow the attachment procedure outlined in the IFU. The lift was not supported during connection, placing undue stress on the magnetic reacher connection. The device met specification as no failure of the arjo device or reacher accessory was identified. The device was not used with the patient. The complaint was deemed reportable due to the detachment of the maxi sky 440 ceiling lift along with the agencinox reacher¿s hook during connection the lift to the track.